Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump emitted an occlusion alarm during sleep on (B)(6) 2012, the patient reprimed and woke up on the morning of (B)(6) 2012 with a blood glucose of 33.1 mmol/l. The patient reported having multiple occlusions for one week. The patient reported having 6 occlusions in 3 days. The pump settings were reviewed. Customer support advised the patient to change the delivery speed to slow and change the occlusion sensitivity. The patient denied having any site issues. The patient declined to review infusion set insertion technique. The patient reported disliking the pump and wanted to return the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Multiple occlusions were observed in the black box associated with a constant rise in force. A rewind, load, and prime were performed without issues. The force sensor was tested and was found to be detecting force appropriately. An occlusion was induced and the pump alarmed appropriately to alert the user. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusions occurred during testing. No delivery related defects were found during testing.